Event description:
The pt reported that the infusion device does not properly display a2 (battery low) or e2 (battery depleted). Each time the issue occurred he replaced the battery and continued to use the infusion device. No physiological effects were reported. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will provided in the supplemental report.